Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, on the 10th fire using the sureform 45 curved tip stapler instrument; malformed staples were pushed into the tissue. Prior to the reported event, there were no issues with the stapler firing or clamping. The clinical sales representative (csr) stated the surgeon was transecting the bronchus with the stapler using a black reload for the thicker tissue. When the stapler was fired, the csr stated the surgeon potentially fired over the previous staple line, and there were multiple pauses for compression. The staples that were fired were described as appearing in a "b formation" and "not closed". Attempts were made to retrieve the malformed staples, however it's unknown whether all the loose staples were retrieved. Use of the instrument was discontinued, and a backup sureform 45 curved tip stapler instrument was used. The procedure was completed robotically.

Manufacturer narrative:
An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) the sureform 45 curved tip stapler instrument returned. A review of the instrument log was performed. The instrument had 2 uses remaining after last use. Staple logs show for product number 480545-04, lot number t12230601-0301, was installed on the system 10 times and fired 10 reloads (4 white, 1 green, 1 white, 1 green, 1 black, 1 green, 1 black, in that order). On installs 1-6, and 8-9, the firings were each completed with no pauses for compression. On install 2, there was an incomplete clamp attempt, stopping at about 92% completion, prior to the completed firing. On install 7, the firing was completed with 3 pauses for compression, and on install 10, the firing was completed with 1 pause for compression. On the 10th firing, peak firing force was measured at 513 n. There were no stapler related errors in the logs.